Manufacturer narrative:
The device (B)(4) device has not been evaluated for investigation purpose because it is a demonstration device not used for clinical purposes. A non-conformity is already opened in our qms to investigate this event, (B)(4) . Demo device, no investigation needed

Manufacturer narrative:
The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a demonstration of the device an error message appeared and the system shutdown. Following the shutdown the date of device was incorrect and field service engineer unsuccessfully tried to generate new license file and to correct date/time/time zone. The field service engineer then re-booted the device and used the original license file successfully.